Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument leaks pneumoperitoneum. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The subject device was returned with the trocar sleeve separated from the body housing, therefore, the exact cause could not be reliably determined.